Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a charging board failure/ recall affected. No patient involvement.

Event description:
It was reported that the device had a charging board failure/ recall affected. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted bad logic board, unable to turn display on - replaced logic board no power to keypad - replaced keypad missing battery - replaced battery pack chipped corners of rear case - replaced rear case corroded left and right iuis - replaced both iuis. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 31 oct 2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to an electrical failure of the logic board. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2015-0209 for keypad, ca-2018-0161 for iuis.

Event description:
It was reported that the device had a charging board failure/ recall affected. No patient involvement.